Manufacturer narrative:
Initial reporter facility name: emory university orthopaedics & spine hospital the actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8015bd unit was completely dead, was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech needed help on 8015 bd unit is completely dead after replace battery before call in. If unit still want come on next to replace power supply board then next would logic board on unit. Confirm part numbers for both parts & level one & level two quote for repair services. High level steps/procedure: plug the instrument into ac. Check and/or replace the battery. Check the fuses. Replace the off-line switcher. Replace the power supply board. Return the module to the factory. Case #(B)(6) pr ID: (B)(6). No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determined the probable cause of the customer¿s reported issue.

Event description:
It was reported that the 8015bd unit was completely dead. There was no patient involvement.